Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a scheduled generator replacement. The electrical function of the lead was normal and no anomalies were detected. The procedure was completed without any complications. The patient will continue to be monitored with routine follow-ups by the physician.